Event description:
While explanting the ICD because it could not be interrogated, the physician noted a possible rv lead fracture which may have contributed to the device's inability to communicate with the programmer. On (B)(6) 2013, the rv lead was cut, capped and remains in the body. The physician did not replace this system as the patient's condition had improved sufficiently as to no longer require a device. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.